Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a suspected fracture was observed on the right ventricular (rv) lead. It was also reported that there was both a bi-polar and uni-polar warning for high undefined impedance on the rv lead and that rv lead exhibited high rv pacing impedance which contributed to a polarity switch. Additionally it was reported that the rv lead exhibited high rv thresholds and no capture. It was also reported that oversensing of short v-v intervals were noted. It was noted that the patient experienced dizziness and shortness of breath. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
No data medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead was capped and replaced.